Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP device. The manufacturer received information alleging damage (described as rust stains), evidence of water from the humidifier causing a short circuit to the power socket, dirt, and the power not turning on. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer for evaluation. The device was examined upon return. The reported device information was found during the evaluation. No complaint was received from the patient. Evidence of water ingress was found inside the device. There was no report of flames, smoking, burning, melting or warping. "Evidence of short circuit..." Was found during evaluation. There were signs of a short circuit at the power plug socket due to water being sprayed on the humidifier.